Event description:
It was reported that (2) devices were used during a video assisted wedge resection. It was reported by the affiliate that the tsb45 instrument was used to complete the case. There was no consequence to the patient.